Event description:
It was reported that tip fracture occurred. The target lesion was located in the severely tortuous and non-calcified prostrate artery. Two 200 cm x 10 cm fathom guidewire were selected for use. During the procedure, the first wire was bent while navigating the vessel. Upon removal, a fractured on the tip was noted. The second fathom guidewire was advanced but noted another tip fractured. The device was not completely detached and came out as a unit. The procedure was completed with a third wire and a readjustment of the catheter. The patient did not experience any complications.